Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated false low sodium (na) and calcium (calc), and false high chloride (cl) results on 1 patient sample. Results were not reported out of the lab. Customer stated that when the instrument started to suppress calc results (stopped generating results), samples were rerun on the other dxc instrument in the lab. Only one sample had erroneous results. Prior to contacting beckman coulter, the customer performed twice weekly maintenance, replaced the ion selective electrode (ise) reference reagent and cleaned the sample probe. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts directed the customer to replace the ise buffer reagent (reagent was at 20%), prime the instrument and recalibrate. Customer reported that this action resolved the issue. Service was not generated. Failure mode appears to be the ise buffer reagent.